Manufacturer narrative:
Corrected information provided in h.6. And h.10. Updated investigation findings: eleven samples were not returned. There were ten cases with a method code of device not returned (4114), there were ten cases with a method code of analysis of production records (3331), there were ten cases with a results code of no findings available (3221) there were ten cases with conclusion code of cause not established (4315). There was one case with a results code of results pending completion of investigation (3233) there was one case with a conclusion code of conclusion not yet available (11) correction h.6.. On previous smdr (mfg report number 1119421-2022-02290) the evaluation method code of 10, evaluation results codes of 114, 170 and evaluation conclusion codes of 25, 19 was reported in error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Updated investigation findings: fifteen samples were not returned. One sample was returned. There was one case with a method code of testing of actual/suspected device (10). There were six cases with method code of insufficient information available (4119). There were fifteen cases with method code of device not returned (4114). There were nine cases with method code of analysis of production records (3331). There was one case with results code of operational problem identified (114). There was one case with results code of manufacturing process problem identified (170). There were fourteen cases with results code of no findings available (3221). There were fourteen cases with conclusion code of cause not established (4315). There was one cases with conclusion code of cause traced to manufacturing (25). There was one cases with conclusion code of cause traced to user (19). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of defective intraocular lenses (iol) . The reported patient ages range from unknown to 74 years. There were 1 male patient, 1 female patient and 9 unknown gender.

Manufacturer narrative:
Eleven samples were not returned. (B)(4).